Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was not returned to the manufacturer. Therefore, the product investigation consisted of a review of production and inspection records. The results of the investigation are listed below: the product has not been returned as of 24 june 2020. It will not be returned based on reported information. Review of manufacturing records of the product showed there were not any nonconformities and deviations from the specifications. (Serial no.: (B)(4); model: pc-60r) especially, loop pull strength test report of the material lot number to which this lens belongs met our criteria. (Material lot no: sork-60-05). In addition, research in our complaint database for the same production lot indicated there were not any other complaints reported as peeling haptic. Exact root cause could not be determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Peeling haptic during use. Date of implant was (B)(6) 2020. Patient impact: post-operative explantation (B)(6) 2020. Per the hospital report: on (B)(6) 2020, the patient was accepted cataract extraction and intraocular lens implantation under local anesthesia, the operation went smoothly with one intraocular lens implanted into patient eye. During the early rounds check on (B)(6) 2020, the doctor found one haptic was broken, the optic was into the anterior chamber. An explanation was performed immediately and the lens was replaced with a new one. The distributor confirmed that there was no adverse impact to our patient, and that the defect product cannot be returned.